Manufacturer narrative:
Retainer ring: black. Customer returned insulin pump for an alleged cosmetic damage located at the right side of the insulin pump case, rewind anomaly, unresponsive keypad and no delivery alarm/insulin flow blocked alarm found on (B)(6) 2021. Device was received with a cracked battery tube threads and a cracked case-corner of belt clip rails near the battery tube compartment. The insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and deliver accuracy test at 0.08710 inches. No rewind anomaly noted. Successfully downloaded history files and traces using thus. There was no delivery alarm/insulin flow blocked alarm recorded in the formatted history file on and before the event date. All buttons function properly. The keypad overlay was removed to perform visual inspection and no damage in the keypad assembly noted. Insulin pump passed the keypad voltage test. Device was cut open to perform visual inspection and found no physical or moisture damage on the electronic assembly, force sensor, motor and vibrator assembly noted. The connector on electrical board 1 was locked properly during visual inspection. Force sensor zero offset within specification (23.3 mv). The motor was tested outside of the device and passed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were also noted during visual inspection: a pillowing keypad overlay, a keypad overlay texture damage, a scratched case and a serial number label fading. Cosmetic damage was confirmed at the right side of the insulin pump case. Rewind anomaly, no delivery alarm/insulin flow blocked alarm and unresponsive keypad not confirmed. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump graph menu button was unresponsive. Customer states that they receive unexplained no delivery alarm once. Customer states that there was crack on the right side of pump case by battery cap about 1 centimetre long. Customer states that the insulin pump was louder on rewind. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.